Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.25 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the balloon was rupture since after mounting the indeflator and applying negative pressure, air had ingressed continuously. The procedure was completed with a different device. There were no patient complications.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: synergy xd mr ous 2.25x20mm drug-eluting stent was returned for analysis. Visual and tactile inspection found no issues in the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Microscopic analysis examination of the balloon material identified no damages. Struts lifted distally at the proximal end of the stent. Bumper tip showed no damage. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. The device was attached to an encore inflation unit, and the balloon was inflated to the rate burst pressure of 18 atmospheres. The balloon inflated and deflated without issue. The encore inflation device was verified before and after the procedure using a druck gauge.

Event description:
It was reported that balloon rupture occurred. A 2.25 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the balloon was rupture since after mouting the indeflator and applying negative pressure, air had ingressed continuously. The procedure was completed with a different device. There were no patient complications. It was further reported that the device was not used in the procedure.